Manufacturer narrative:
The insulin pump no button error alarm noted. The pump had no button response due to corroded keypad traces. No unexpected number ramping or scroll bar moving with no input noted. Analysis was unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/ compromised force sensor test and the excessive no delivery test due to no button response. The pump had a cracked display window, cracked case at display window corner (all corners) and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had button error alarm, keypad anomaly; high and low blood glucose level. The blood glucose at the time of the incident was 388 mg/dl. The customer state the numbers are ramping up and down. The customer mentioned having high and low blood glucose for a couple weeks. The insulin alarmed button error after being exposed to moisture. The customer treated for their current blood glucose using a syringe. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.